Event description:
The manufacturer representative reports the patient underwent revision of the pump pocket and the old pocket site became infected. No patient symptoms were reported. Additional information has been requested from the hcp including patient symptoms, treatments and outcome. A follow up report will be sent when additional information becomes available.